Event description:
In 2008, the patient reported that her blood glucose was elevated to 500 mg/dl when she woke up and she felt nauseous with frequent urination and difficulty breathing. Her normal blood glucose range is 110-130mg/dl. She stated that she received a low cartridge (a1) alert prior to going to bed and when she woke up the insulin cartridge was empty. She stated that she did not receive the empty cartridge (e1) error. She changed the insulin cartridge and infusion set and bolused 7 units of insulin. She stated that she manually pushed insulin from the cartridge into the infusion set during the last cartridge change prior to priming. She was advised that the insulin counter of the infusion device is not able to detect the amount of insulin that is manually pushed from the cartridge into the infusion set. She was advised that if the infusion device was reset to 315 units, but there was less than 315 units in the insulin cartridge she would not receive the e1 error because the insulin counter had not reached "0" units. At the time of the report, the patient's blood glucose measured 108 mg/dl. The patient did not require medical assistance from a healthcare professional or second party to address the issue. No product was requested to be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.